Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the device had problems with saving data on the universal serial bus (usb) pen. It was further noted that the tip of the stylus touch-pen was broken, and the stylus did not work anymore. Additionally, the left and right latch cord bays were broken, upper right bullet was missing, cooling fan was noisy, lower case was broken, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer had problems with saving data on a universal serial bus (usb) pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.